Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp has fractured on the lateral side of the post. The device was manufactured in july of 2014 and had an approximate field life of two (2) years and two (2) months with an unknown frequency of use. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional (tasp) was returned fractured. All pieces of the fractured tasp have been returned.